Manufacturer narrative:
Occupation :attorney (atty). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Mesh was implanted as the patient has grade ii cystocele, grade iii rectocele ,pop and stress urinary incontinence she later experienced recurrence of original problem, bleeding, mesh erosion and lower abdominal pain. Doctor treated her pain and blood clots. She eventually underwent revision surgery where they removed the eroded mesh. In 2006 patient had sui repair under local anesthesia using uretex to and pop repair using avaulta posterior biosynthetic support system . In 2014 patient shows mesh out of place and patient experienced mesh erosion, pain during sex, vaginal spotting,trouble holding urine- no control. Rx for estrace cream, schedule for exam and again for extrusion. In 2014 patient underwent excision of posterior vaginal wall mesh and revision of the vaginal graft was done. Patient had extrusion of posterior vaginal wall mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.